Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had diminished battery life since the 1st day she received, rejects batteries, backlight was dim and not as clear and bright, screen was dull, sound not as sharp, random and unexplained no delivery alerts anomaly, some button pressing problems with the insulin pump as well. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.